Manufacturer narrative:
The investigation confirmed that the most likely root cause of this event is either due to the user inadvertently scanned the incorrect qc or scanned the same qc twice. The vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions.

Event description:
Customer contacting ortho care to report passing qc for antibody screen and aborh and notice they only had one qc level qc1 setup for qc profiles instead of having a second level qc3 as it was initially configured. Customer questioned the removal of qc3 from the qc profile. Ortho notified customer that there is no way the software removes a qc sample from a profile. Customer called back to update ortho care that they had both levels of qc (qc1 and qc3) for both antibody screen and abo rh on (B)(6) 2018, however on (B)(6) 2018 the qc3 (second level) disappear, customer can not recall if someone removed it. Issue resolved when they reconfigured qc adding back qc3 to the profiles on (B)(6) 2018 at 7:40 am. Customer was initially configured to always have qc enabled and test alba qc samples (qc1 and qc3) for aborh, antibody screen, unit rh neg and unit rh pos. Aborh was to be done with qc1 and qc3. Antibody screen was to be done with qc1 and qc3. Unit retypes both rh neg and rh pos was to be done with samples qc 1 and qc 3.